Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient had slipped while getting down from a bunk bed and hit his head. Since that time he has not been responding to sound with only the left audio processor on; however he still wanted to wear the audio processor. No redness or swelling was noted over implant site. The following week he started removing the coil and then was seen by the audiologist. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had fallen from a bunk bed. Since that time she has not been responding to sound with only the left processor on. Re-implantation will be scheduled.